Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-00065.

Event description:
The customer reported discrepancies between the sensor and blood glucose readings. Troubleshooting was performed, and the customer was using the product correctly. The customer also stated that she was treated by the paramedics due to a low blood glucose reading of 33 mg/dl. Nothing further was reported.